Manufacturer narrative:
(B)(4). Information regarding patient date of birth, weight, race, ethnicity, and medical history were not provided. (B)(6). [Conclusion]: the healthcare professional reported that during an ischemic stroke procedure, the 132cm embovac 71 aspiration catheter (ic71132ca / 30392892) was pulled out of the pouch to be inserted into the y-valve and the neuron max® 088 long sheath (penumbra). The catheter was removed from the coil it was contained in, to be inserted into the neuron max long sheath. It was during this time that a break was noticed at the proximal level, at the beginning of the purple zone near the orange ID band. The embovac catheter was replaced with another. There was no procedure delay due to the reported issue. There was no report of any patient adverse event or complication due to the reported issue. Additional information received on 07 january 2021 indicated that the device was kinked in the proximal part. Excessive force had not been applied to the device. It was prepped in accordance with the instructions for use (IFU). There was no packaging issue noticed; the inner pouch was securely sealed and there was no evidence of device contamination. The labeling was confirmed to be correct. A photo of the complaint device was included in the complaint file with the additional information on 07 january 2021. The photo was reviewed by the product analysis team. Additional clarification information was received from the affiliate on 06 april 2021, the information indicated that ¿the clinician noted the ¿rupture¿ while inserting the embovac into the supporting catheter. From a macroscopic visual investigation, the external polymeric part (purple plastic) is broken while the internal part / metal armor that holds the whole device together is bent.¿ there was no difficulty experienced when the device was being removed from the packaging. There was also no deviation during the procedure from the normal technique for device withdrawal. [Photo analysis]: the photo attached to the complaint file on 07 january 2021 captures the device packaging / pouch with the device label affixed. The embovac device is set on top of the packaging pouch. It was noted that the embovac catheter has an area on the catheter body near the ID band where the material is fractured exposing the internal composition of the catheter. No other damage nor anomaly was observed. Based on the photo with the fractured section observed on the catheter body, the reported issue documented in the complaint that there was a break noticed at the proximal level, at the beginning of the purpose zone near the orange ID band was confirmed. A review of manufacturing documentation associated with this lot (30392892) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint device was received for evaluation and analysis on 24 march 2021. The investigational finding is documented below. Investigation summary: the non-sterile 132cm embovac 71 aspiration catheter was received contained in a pouch. Visual inspection was performed. During the visual inspection, it was observed that the device is fractured near the ID band. The observed fractured condition is consistent with the observation made of the complaint device photo. The photo showed the embovac catheter with a fractured area near the ID band. The fractured condition is the result of a previous kink / bend in the device; however, this cannot be conclusively determined. No other damage nor anomaly was observed during the visual inspection. The returned device dimensions were measured. The inner diameter (ID) and outer diameter (od) were measured and confirmed to be within specifications. Hub ID = 0.0715 inch; specification: 0.071 inch minimum. Distal ID = 0.0715 inch; specification: 0.071 inch minimum. Actual microcatheter od = 0.0832 inch; specification: max. 0.0837 inch / min. 0.081 inch. The complaint reported that during an ischemic stroke procedure, the 132cm embovac 71 aspiration catheter was pulled out of the pouch to be inserted into the y-valve and the neuron max® 088 long sheath. The catheter was removed from the coil it was contained in, to be inserted into the neuron max long sheath. It was during this time that a break was noticed at the proximal level, at the beginning of the purple zone near the orange ID band. A photo of the complaint device was provided which showed the fractured area near the ID band. The complaint device was returned and during visual inspection, the fractured area noted in the photo was observed and confirmed in the returned device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. It should be noted that product failure is multifactorial. Although no conclusion could be reached in terms of possible cause of the reported event, the instructions for use (IFU)contains the following precaution: exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an ischemic stroke procedure, the 132cm embovac 71 aspiration catheter (ic71132ca / 30392892) was pulled out of the pouch to be inserted into the y-valve and the neuron max® 088 long sheath (penumbra). The catheter was removed from the coil it was contained in, to be inserted into the neuron max long sheath. It was during this time that a break was noticed at the proximal level, at the beginning of the purple zone near the orange ID band. The embovac catheter was replaced with another. There was no procedure delay due to the reported issue. There was no report of any patient adverse event or complication due to the reported issue. Additional information received on 07 january 2021 indicated that the device was kinked in the proximal part. Excessive force had not been applied to the device. It was prepped in accordance with the instructions for use (IFU). There was no packaging issue noticed; the inner pouch was securely sealed and there was no evidence of device contamination. The labeling was confirmed to be correct. A photo of the complaint device was included in the complaint file with the additional information on 07 january 2021. Based on the review of the photos by the product analysis lab, the event has been deemed MDR reportable as a ¿malfunction.¿ additional clarification information was received from the affiliate on 06 april 2021, the information indicated that ¿the clinician noted the ¿rupture¿ while inserting the embovac into the supporting catheter. From a macroscopic visual investigation, the external polymeric part (purple plastic) is broken while the internal part / metal armor that holds the whole device together is bent.¿ there was no difficulty experienced when the device was being removed from the packaging. There was also no deviation during the procedure from the normal technique for device withdrawal.